Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, the device's did not fire, however she noted staples were already appeared from the staple pockets across 1cm from proximal end, but they could not squeeze the handle, and pre-fired staples were completely b-formed. The procedure was completed with another device. There was no patient injury.